Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed and there were no device fragments left inside the patient's body. There were no patient complications.